Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, externalized conductors were noted under fluoroscopy. The lead was electrically normal. The lead was left in use and the patient was stable throughout.